Event description:
3-0 vicryl suture disconnected from needle while cnm was repairing laceration. Manufacturer response for suture vicryl, suture vicryl 3-0 CT-1 27cm (per site reporter). Escalated to medline.